Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and/or liner. Per procedure, this device is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. The investigation can draw no conclusions with the information provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update may 17, 2017: legal medical records received. After review of the medical records for MDR reportability, it was reported in the revision notes that the trunnion was noted to be moderately corroded without material loss or gouging. It was also reported that the acetabular component was somewhat vertical of about 58 degrees of inclination. Progress notes stated that there was pain, possibly the result of fascial dehiscence. MRI showed fluid collection in the region of the greater trochanteric bursa. This complaint was updated on: may 24, 2017.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges the patient suffers from pain, discomfort, limited mobility, and amounts of toxic cobalt-chromium metal debris to be released into the tissue. Update 1/3/2015 -pfs and medical records received. After review of the medical records for MDR reportability, the stem is being added for the alleged high metal ions (no lab results provided). Pfs included a dor ((B)(6) 2014), but there were no medical records to confirm this date. The complaint was updated on:2/5/2015. Update ¿11/17/2016 pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision surgery notes from (B)(6) 2014 report trunnionosis and metallosis. The acetabular cup was revised due to vertical inclination. Adding cup. The complaint was updated on: 12/07/2016.